Event description:
It was reported that, during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported having issues with arm 3. The customer stated that it was continually beeping and prompting them to press the clutch to retry, and also displayed an "invalid cannula" message. The tse had the caller perform a hard power cycle on the robot, but there was no change. The tse reviewed the events and noted that arm 3 was consistently showing the cannula as being on and off, despite no cannula being installed. The caller reported error 31098. The tse asked the caller if they could proceed with three arms. Later, the customer service representative (csr) called the tse and reported that the customer had contacted the csr and reported the same issue. The csr told the tse that the arm had already been replaced three times, and thus the site expressed concern about the system's reliability. The tse found repeated errors indicating that the universal surgical manipulator (usm) cannula sensor was faulting. The clinical sales manager (csm) later called and stated that they had disabled arm 3 and were using arms 1, 2, and 4. While operating in this configuration, arms 1 and 4 locked up and stopped working. The csm stated that the customer performed a system reboot. The system powered back on, and they were able to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the davinci coordinator and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using only three arms. Two procedures were performed that day, and the issue occurred during only one of them. The error was noted prior to the start, and arm 3 was disabled before the beginning of the procedure. Later, the arms locked up, and this issue was resolved by rebooting the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. Upon visual inspection, slight fluid intrusion was noticed on the screws for lower insertion cover. The usm was installed onto our patient side cart fixture test platform (pftp) and failed sine cycle. The power up manipulator error showed 1162 with node ac_3e. This produced an ac magnetic cannula sensor fault. Opened the lower insertion cover and found fluid intrusion on the axes controller spar (acs) printed circuit assembly (pca), insertion hall sensor, and flat flex cables (ffc). Based on these findings, fa identifies that the fluid intrusion on the lower acs area to be the root causes for the reported event.